Event description:
Report received of an overdelivery noted during biomedical engineer testing at the user facility. The device delivered a measured volume of 21.8 ml and 21.6 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/- 1ml (+/-5%). There were no reports of overdelivery noted while the device was in clinical use. Though requested, no additional information was provided.